Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During device preparation, it was noted that the tip of the lead was bent. The lead was replaced. The patient was stable.